Event description:
The manufacturer received information alleging a bipap a40 pro, de "therapy stops suddenly during the night, patient has to start ventilation from the beginning every time". There was no harm or injury reported. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.